Event description:
A consumer reportedly had an intraocular lens (iol) replaced due to visual disturbances after surgery, consumer began to see flashing lights and bright glare resulting in dizziness. Consumer's symptoms resolved following the lens exchange. Additional information has been requested from consumer's surgeon.